Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot up. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found a software malfunction in the suite pc, which was preventing the system from starting up correctly. To resolve the issue, the fse reinstalled the system software. After reinstallation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.